Manufacturer narrative:
Insulin pump received with a constant blank/flashing white light on the display due to vertical cracked lcd controller electrical board. Unable to verify missing segment due to blank/flashing white light on the display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 172 mg/dl. The customer stated that the insulin pump had issues and screen was not displaying as bright as it should be and the screen then started to white out and then once it was fully white, it began to alarm. The customer reported that the display was flashing white. The troubleshooting was performed and was advised to insert new battery and the display was white. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.